Manufacturer narrative:
The serial number was requested but not provided. The device unique identifier could not be determined. The serial number was requested but not provided. The approximate age of device could not be determined. The device is expected to be returned for evaluation. It has not yet been received. The serial number was requested but not provided. The device manufacture date could not be determined. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a red heart alarm when changing from one set of batteries to a new set. The patient stated that one of the new batteries was dead and would not charge, but the second battery was 100% charged. The customer reported that a low flow alarm was noted on (B)(6) 2016. The patient was asymptomatic. The manufacturer's technical services reviewed the provided log file which showed a pump stoppage event that occurred while the patient was switching power sources. The event lasted for less than one minute. The customer confirmed with the patient that the patient may have removed the fully charged battery from the battery clip causing the pump stoppage alarm while the defective battery was connected to the other battery clip. The customer confirmed that the patient received errors/alarms on the universal battery charger when they attempted to charge the defective battery in multiple slots. The patient reportedly has been able to use fully charged batteries on the battery clips without issue.

Manufacturer narrative:
The report of red heart alarm / pump stoppage event was confirmed based on the information recorded in the log file. Information stated that the patient removed a fully charged 14 volt lithium-ion battery (battery) while a defective battery was installed causing a total power loss to the system controller. No further issue has been reported after the defective battery was exchanged; however, a full evaluation could not be conducted as the defective battery was not returned for evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.